Manufacturer narrative:
(B)(4) - blade seized/stopped; drive cable wrap-up/torque. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event and the device used to complete the procedure were returned for evaluation. The devices was visually and functionally evaluated. Upon evaluation, both devices operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the rotation speed of the blade was reduced with an unexpected noise. Eventually, the rotation stopped in spite of some attempts such as changing the rotation speed and rotating backward. The cable gear was deformed and got hot. Another like device was used to complete the procedure with no adverse patient consequences.